Event description:
It was reported that during an unk procedure, the surgeon attempted to fire the stapler across the base of the appendix but it locked out. They then opened a 2nd stapler and reused the first reload from the initial locked out firing and this firing also locked out. They then opened a new blue reload and loaded it into the 2nd stapler and it locked out again. They then opened a 3rd stapler and reused the 2nd reload which worked and completely fired. Subsequently, they opened a 3rd blue reload and placed it in the 3rd stapler and this one worked as well. The case was completed successfully without patient harm.

Manufacturer narrative:
Pc-(B)(4) date sent: 3/25/2024 d4: batch # 666c21 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with no apparent damaged and with a 6r45b cartridge loaded on the device. The returned reload was partially fired 1/10. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 666c21, and no non-conformances were identified.